Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for hoyer 600 passive lift we haven't found any other similar complaints -registered in our complaint handing system since 2010- of a spreader bar's detached due to a non-conform part (scale). A device examination was performed at the customer site and showed that scale assembled to the involved device is not approved to be used on the lift device by the manufacturer - as a result of this we conclude that the device failed to meet its specification. The device was being used for a patient handling and in that way contributed to the reported event. The received information showed that hoyer 600's spreader bar detached as the pin below the scale has come out. As a result of this the thread below a scale has unscrewed. The further review showed that the scale that was assembled to the involved lift is not a part recommended by the manufacturer. Please note that device installation and instruction manual (001.06121 rev 0) warns: "using other manufacturers' parts on hoyer products is unsafe and may result in serious injury to user and/or attendant. Use only hoyer parts. Hoyer lifter parts are not interchangeable with other manufacturers' products. Replace any worn parts immediately". The review of provided information showed: the scale unit is not a unit manufactured by arjohuntleigh or bhm medical. The load cell sticks out of the cover. That is not according to the manufacturer's specification. Between the load cell and the normal scale attachment, there seems to be a long circular part. That part is not as per recommended spare parts list or scale specification. A long threaded rod has been shown at photos, that seemed to have been fixed at the bottom of the load cell. That threaded rod is not as per recommended spare parts list or scale specification. The same refers to the long circular part. The top attachment of the scale appears to be bent. The communication with the distributor confirmed that the installed scale to the involved hoyer 600 lift is non-conform. User-service manual provided by the distributor doesn't include the scale type as presented on photos of the involved device. This information regarding installation of this scale constitutes an unauthorized modification of the device, with parts which were not designed for this product. Additionally we were informed by the hoyer 600's distributor that the facility was responsible for the maintenance of the device. Therefore it is most likely that the customer installed incorrect scale to the device's lifting arm. The occurred malfunction is within the parts which are not from arjohuntleigh. We do not have access to the design files and manufacturing records of this manufacturer. Although we are not able to establish the exact cause of spreader bar detachment, we find the unauthorized modification of the lift to constitute to the user error.

Event description:
Initially it was reported by arjohuntleigh representative that spreader bar detached from the lifting arm during use. "Staff was putting resident back to bed with the hoyer lift. The arm holding the sling unattached from the base. It was noted that the pin holding the arm to the base of the hoyer had fallen out" it is unknown what exact injury occurred as a result of this incident.